Manufacturer narrative:
(B)(4). Concomitant products: patient medications include but are not limited to: amlodipine, emconcor, finasterid, hydrex , marevan. Tamsulosiini, alvesco, onbrez breezhaler. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm enlargement, "users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices."

Event description:
On (B)(6) 2015, this patient underwent treatment of an abdominal aortic aneurysm measuring 62mm in diameter with gore excluder aaa endoprostheses. The patient tolerated the procedure with no reported endoleak and was discharged on (B)(6) 2015. On (B)(6) 2016, a type ii endoleak originating from two lumbar arteries was reported. On (B)(6) 2016, the patient underwent successful embolization of the lumbar arteries with coils and phill glue. The patient tolerated the procedure and the endoleak was resolved.